Event description:
It was reported that during the procedure the balloon catheter was inflated to dilate the lesion. Upon removal there was resistance and the balloon catheter tip separated. Another balloon catheter was advanced to the lesion, but it got stuck and upon removal it was pulled against resistance and the guiding catheter deep seated. Therefore, the procedure was abandoned and the pt was sent for bypass surgery. The bypasas surgery was not to retrieve the separated tip of the balloon catheter, it was to treat the pt.